Event description:
Patient is intubated and sedated. The IV pump that is supposed to be running the precede was showing that it was pumping. When the alarm beeped saying the bag was empty, it was noted that the bag had not been draining into the patient despite the pump not alarming saying it wasn't working. IV pump changed and patient now receiving correct dose.